Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc reader has a broken screen. As a result, the customer experienced nausea, backache, hunger and was unable to self-treat, requiring treatment of fruit pastries and chocolate by the caregiver (parent). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc reader has a broken screen. As a result, the customer experienced nausea, backache, hunger and was unable to self-treat, requiring treatment of fruit pastries and chocolate by the caregiver (parent). There was no report of death or permanent impairment associated with this event.